Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number could not be verified. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available at a later time a supplemental report will be submitted.

Event description:
The customer reported that the evis exera iii xenon light source was intermittently experiencing a b30 scope communication error with different endoscopes during device maintenance. Additional details relating to the initial reporter and event have been requested, but no response has been received at this time. There was no patient involvement during this event.